Event description:
Customer called to report that she had two pods which were removed after "about 24 hours" because her bg rose to "the 300s" and did not come down when she bolused to correct it. She said the sites (on her thigh) were not wet, red, or bumpy. She noted that the cannula was bent on one of the two pods. She had not kept either pod and could not provide a seq #, but was able to provide a lot number from the box. Both of these pods were removed while she was in the hospital (she said she is 9 months pregnant), and the nurse disposed of the pods. She was albe to activate a new pod successfully in each case. No further information was provided. The device is not being returned for evaluation.

Manufacturer narrative:
The device involved in the reported incident will not be returned to the manufacturer for evaluation. No conclusion can be reached at this time. This complaint will be considered complete and closed. The product user guide instructs the user to check infusion site often for proper cannula placement. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.